Event description:
Complainant alleged that during the clinician's attempt to defibrillate a pt (age and gender unknown), the device displayed an "error 78" and would not charge. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.